Event description:
Medtronic received information that three days after successful implant of a transcatheter aortic valve, the patient underwent a second transcatheter aortic valve implant procedure due to device migration. On day one after the initial implant, severe aortic insufficiency, severe paravalvular leak, and a mild central leak were observed during an echocardiogram. The patient subsequently required either temporary pacing or a permanent pacemaker implant on day ten after the initial implant; that observation is being reported separately. The patient subsequently was discharged twelve days after initial implant. There were no subsequent or related observations during a follow-up visit on day 30 post-implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Tvt registry the information was received in a de-identified format from a third-party post-implant device registry (the society of thoracic surg eons/american college of cardiology transcatheter valve therapy [tvt] registry); therefore, it is not known whether the complaint was previously reported to medtronic or the FDA maude database. The information provides only the calendar year of the event, which is reported here as the first of the year. Because the device serial number is not reported, a review of device history records could not be performed. The available information indicates that the device remains implanted. A supplemental report will be filed if additional information is received. (B)(4).